Event description:
It was reported that the patient presented in clinic for a pocket revision due to a lesion on the implant site that had not healed. The lesion was removed and the lead and device were cleaned. A new submuscular pocket was made and the device was reimplanted. There were no complications during operation and the patient left in good clinical condition.

Manufacturer narrative:
UDI (di): (B)(4).